Event description:
Gambro dasco received a report on november 27, 2007 of return line disconnection from the catheter during a cvvhdf treatment on a prisma machine. Patient experienced a blood loss of 300 ml and was given two units of blood. The catheter and blood line were inspected by the operator after the event but no defects were found. The machine was inspected. All safety alarms were checked ("return pressure is dropping", "access pressure is rising", "return too positive", "access disconnection cannot be detected" and "return disconnection") and no problem was found.

Manufacturer narrative:
The prisma operator's manual, chapter 5: "alarm system", warns: "the control unit may not be able to detect disconnections of the set from the patient's catheter. Carefully observe the set and all operation while using the prisma system". While a requirement exists to detect a pressure drop in the venous line, which may occur in case of needle disconnection, the pressure drop may not be enough to cause a pressure decrease to be detected by the machine, even with pressure alarms and alarm windows properly set. This is because pressure drop may be less than the machine's venous pressure alarm window. This is common to all other currently marketed chronic or intensive care dialysis machines. There is no evidence to suggest that any gambro product caused or contributed to the event.